Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be replicated or confirmed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure, the surgeon stated that the system was running slowly and displayed "localizer not found". There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Site has refused to provide the gender of the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. Since the rep was unable to replicate the slow behavior. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure, the surgeon stated that the system was running slowly and displayed "localizer not found". There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.